Event description:
The customer observed falsely decreased hemoglobin and white blood cell (wbc) results generated from alinity hq processing module which does not match with another alinity hq processing module for multiple patients. The results provided were: on (B)(6) 2024 sid (B)(6) initial= 49.2 g/l /on (B)(6) 2024 repeated on alinity (B)(6)=99.5 g/l sid (B)(6) initial=64.2 g/l /repeated on (B)(6)=115 g/l sid (B)(6) initial=70.3 g/l /repeated on (B)(6)=109 g/l sid (B)(6) initial=60.3 g/l with hgb interf flag /repeated on (B)(6)=126 g/l sid (B)(6) initial=72.0 g/l with hgb interf flag /repeated on (B)(6)=132 g/l sid (B)(6) initial=53.2 g/l /repeated on (B)(6)=80.8 g/l; wbc initial=1.04 10e9/l /repeated on (B)(6)=0.304 10e9/l laboratory reference range for hemoglobin=114 to 150 g/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This follow-up submission sends to correct in section d2b procode: to gkz (correct procode) from grz (incorrect procode). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected and determined the incubation cups were not draining correctly, leaving residual liquid in the cups. The vacuum valve for internal waste bottle 2, clogged valve 94, was replaced which resolved the issue. The hgb interf flag was generated due to the difference between the chgb and hgb results. Review of the fcs files found the raw event counts were consistent with the computed measurand. The consistently lower numbers from multiple samples suggested an instrument issue with (B)(6). The scatters showed no issues, and seq (B)(6) had the lowest event count. The review did not identify any adverse trends or abnormal complaint activity. Additionally, labeling was reviewed and adequately addressed the issue under review. A review of the product historical data did not find a product issue related to the complaint incident. Based on the available information no product deficiency of the alinity hq processing module, list number 09p68, serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased hemoglobin and white blood cell (wbc) results generated from alinity hq processing module which does not match with another alinity hq processing module for multiple patients. The results provided were: on (B)(6) 2024 sid (B)(6) initial= 49.2 g/l /on (B)(6) 2024 repeated on alinity (B)(6) =99.5 g/l. Sid (B)(6) initial=64.2 g/l /repeated on (B)(6) =115 g/l. Sid (B)(6) initial=70.3 g/l /repeated on (B)(6) =109 g/l. Sid (B)(6) initial=60.3 g/l with hgb interf flag /repeated on (B)(6) =126 g/l. Sid (B)(6) initial=72.0 g/l with hgb interf flag /repeated on (B)(6) =132 g/l. Sid (B)(6) initial=53.2 g/l /repeated on (B)(6) =80.8 g/l; wbc initial=1.04 10e9/l /repeated on (B)(6) =0.304 10e9/l. Laboratory reference range for hemoglobin=114 to 150 g/l there was no reported impact to patient management.